Event description:
It was reported that arteriotomy closure of the mildly calcified left common femoral artery was attempted using a preclose technique using the prostar xl device before an iliac stent graft procedure. A 14f sheath was used. Reportedly, the sutures were deployed per the instructions for use; however, after the procedure, while advancing the knot, the green suture and knot broke out of the vessel wall. After the procedure, hemostasis was achieved using the white suture and light manual arterial compression. A perclose proglide was used to successfully close the right femoral artery. The patient is in good condition and there was no adverse patient sequela reported. The physician is in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.